Event description:
Reportedly the device was explanted and replaced by a different model ring #4900t26 after an implant duration of 282 months due to unk reasons. No further details were provided. The device will not be returned (discarded).

Manufacturer narrative:
Device not returned.